Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the health care provider (hcp) of a clinical study reporting the ins was implanted for combination back and leg pain, degenerative disc disease, and sacroiliitis.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was turned off by a company representative on (B)(6) 2017 for the patient to have an MRI. When the ins was turned back on, the patient was not getting as good of coverage and has had decreased efficacy since that time. The intervention performed was the device was reprogrammed on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was related, due to programming, but not related to the implant procedure. On (B)(6) 2017 the ins was doing a much better job and the outcome was resolved without sequelae. No further complications were reported at this time.